Manufacturer narrative:
The customer performed a sample probe wash. The field service engineer performed an instrument check with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable alp2 alp ifcc gen.2, bilt3 bilirubin total gen.3, creatinine plus ver.2, gluc3 glucose hk gen.3, ise indirect gen.2 k, and tp2 total protein gen.2 results for one patient tested on a cobas 6000 c (501) module. The customer confirmed qc was acceptable prior to patient testing. The patient's initial results were reported outside the laboratory. The patient's healthcare provider questioned the results since the results did not match the patient's previous results. The customer performed repeat testing on the same analyzer for confirmation. The patient's initial alp result was 144 u/l, and the patient's repeat results were 68 u/l and 68 u/l. The patient's initial total bilirubin result was 6.6 mg/dl, and the patient's repeat results were 0.8 mg/dl and 0.8 mg/dl. The patient's initial creatinine result was 0.74 mg/dl, and the patient's repeat results were 1.07 mg/dl and 1.08 mg/dl. The patient's initial glucose result was 80 mg/dl, and the patient's repeat results were 199 mg/dl and 199 mg/dl. The patient's initial k result was 5.08 mmol/l, and the patient's repeat results were 3.88 mmol/l and 3.91 mmol/l. The patient's initial total protein result was 5.6 g/dl, and the patient's repeat results were 7.0 g/dl and 6.9 g/dl. The customer determined the repeat results were correct and amended the results. The alp reagent lot number was 478811 with an expiration date requested but not provided. The total bilirubin reagent lot number was 471998 with an expiration date requested but not provided. The creatinine reagent lot number was 513870 with an expiration date requested but not provided. The glucose reagent lot number was 471635 with an expiration date requested but not provided. The k electrode lot number and expiration date were requested but not provided. The total protein reagent lot number was 497369 with an expiration date requested but not provided.

Manufacturer narrative:
The customer's calibration data was ok. The customer's qc data was requested but not provided. The investigation reviewed the system's alarm trace and there were no abnormalities. After the service visit, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.